Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had low blood glucose of 27 mg/dl and the sensor was reading 90 mg/dl. Customer stated that she had had instances where the sensor is more than 30 points off. Customer has not noticed any bent cannulas on previous sensor. Customer stated she was hospitalized but it was not related to blood glucose or diabetes issues. No further information reported.